Event description:
It was reported that the user attempted to set up and connect an ilet pump shortly after taking external subcutaneous insulin via pen, was advised to wait at least two hours, became upset, and later proceeded to connect to the ilet without providing a clear timeline of the prior injection. Treatment and education were provided and no alerts or alarms occurred, with the issue characterized as an improper procedure and not related to any specific device component. Symptoms included hyperglycemia reaching 600 mg/dl, sleepiness, and anxiety. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insulin via pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to timing of external insulin relative to ilet connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.